Event description:
An attempt was made to deploy a 4.0mm diameter x 9mm endeavor spring rx drug-eluting coronary stent into the patient's profunda artery. The stent was unable to cross the lesion and the stent was withdrawn. The lesion was pre-dilated and another unsuccessful attempt was made to cross the lesion. As the stent delivery system was being withdrawn from the pt, the stent came off the balloon. A balloon was advanced into the stent and partially inflated to capture the stent. It was withdrawn successfully. It was reported that the stent was inspected before use with no issues noted. The pt is reported to be fine and no sequelae were reported. Medtronic had received the stent and cd, and its analysis has been completed the stent was returned on the retrieval balloon. The first three proximal stent segments were flared and pulled distally. The first two distal stent segments were deformed and flared. Info received from the account, confirmed that the device was inspected prior to use with no issues noted. The account also confirmed that the device was being used for a purpose not included in the IFU; the physician was attempting to treat a vessel in the leg. It is possible, that the damage noted on the stent struts was caused during the withdrawal of the stent damage noted on the stent struts, was caused during the withdrawal of the stent from the vessel. Resistance was encountered when advancing the stent across the target lesion indicated that the vessel morphology may have impacted on the stent retention of the device. Based on the info available, the device has not been identified as the root cause of the event. It cannot be confirmed that the unapproved use of the device impacted on the reported event. As this is an unusual event, it appears most likely that the operational context contributed to the dislodgement as reported.

Manufacturer narrative:
Evaluation results: device used in profunda artery; stent dislodgement. Intervention.